Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was received fisher & paykel healthcare and was visually inspected. Result: visual inspection of the returned opt844 cannula did not reveal any damage or defect. The right buckle was found disconnected from the nasal cannula. No damage to the nasal cannula or the buckle was found. On the left side the nasal cannula was found partly disconnected from the manifold. Conclusion: it is possible that the patient had inadvertently pulled on the head strap, causing it to disconnect. Overtightening of the head strap can result in the nasal cannula disconnecting from the manifold. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. We have only received (B)(4) other complaint of this nature in the past three years.

Event description:
A hospital in (B)(6) reported that a (B)(6) patient with emphysema was on oxygen therapy in the lung department. The treatment at the time of the incident was humidified oxygen with an opt844 nasal cannula. The patient went into cardiac arrest and was found by staff with the optiflow cannula disconnected between the plastic clips and silicone attachment near the cannula. The patient was resuscitated and transferred to intensive care. We understand that the patient has since died. The hospital have commented that the patient¿s respiratory condition was "poor".